Event description:
The report stated that the surgeon had an occurrence in which vulvar tissues were burned from steam from the device. The pt experienced deep vaginal burning, cavitation and bleeding during the surgery on a vascular pedicle.

Manufacturer narrative:
The site has indicated that the incident sample has been discarded. If additional info pertinent to the incident is obtained, a f/u report will be submitted. Dr reported this incident, but was not the surgeon in this case. Covidien medical director contacted the reporting surgeon, but no further info as to the specifics of the incident were available. The IFU for this device states to always keep the external surface of the instrument jaws away from adjacent tissue while activating the instrument. During a seal cycle, energy is applied to the area between the instrument jaws. This energy may cause water to be converted into steam. The thermal energy of steam may cause unintended injury in close proximity to the jaws. Care should be taken in surgical procedures occurring in confined spaces in anticipation of this possibility.